Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there are low tones coming from the device that are typically seen with a magnetic field over the device. Ninety magnet switches were confirmed by clinical data review since the implant. It could not be confirmed that the patient was coming into contact with anything to create this response. Device interrogation noted no issues. The physician chose to change the device out at the time of the pocket revision as the patient is a twiddler. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.